Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing from her set came off her tubing cap at the tubing connector while she was picking up the pump to replace battery and it came off. The tubing looked a little kinked earlier. The site location was at the right abdomen and the pump was laying on the desk. The infusion had been in use for the 2nd day. Reportedly, the infusions were stored in a special drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the tubing was detached from the pcc/luer lock connector. No further information available.